Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). The patient underwent a surgical procedure to have the aus cuff explanted and a two new aus cuffs implanted. No patient complications reported.